Manufacturer narrative:
The insulin pump passed prime, displacement, basic occlusion, and excessive no delivery alarm tests. No excessive no delivery alarms noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received no delivery alarms. The customer reported that the no delivery alarm recurred. The customer's blood glucose was 428 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with the insulin pump. The customer stated that the insulin was not expired or denatured. The customer stated they do rotate sites and avoids scar tissue. The customer stated that the tubing was not bent or kinked. The customer stated that they have tried all remedies. The insulin pump will be returned for analysis.